Manufacturer narrative:
Citation: carabetta et al. Reliability of immersive virtual reality for pre-procedural planning for tavi: a CT-based validation. J cardiovasc dev dis. 2025 dec 8;12(12):481. Doi: 10.3390/jcdd12120481. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding immersive virtual reality for pre-procedural planning for transcatheter aortic valve implantation (tavi). The study population included 50 patients who were predominantly male with a median age of 80.5 years old. Multiple manuf acturers¿ devices were implanted in the study population; medtronic devices included evolut r (n = 2), evolut pro (n = 1), evolut pro+ (n = 4), evolut fx (n = 18), and evolut fx+ (n = 1) bioprosthetic valves. Among all patients, clinical observations included: mild to moderate aortic regurgitation (ar), and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.